Event description:
It was reported that during a da vinci s prostatectomy procedure there occurred that the wire of the large needle driver instrument snapped. The surgical staff exchanged it into a backup instrument and the planned procedure was completed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the distal clevis hub. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.